Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 , the patient was vomiting a lot and his father called the ambulance. The paramedics didn't provided any medication as the patient was very dehydrated and took the patient directly to the hospital. The cgm reading was 190 mgdl and the bg reading was 800 mgdl. The patient almost lost consciousness on the way to the hospital. When they arrived to the hospital, the patient was treated with intravenous (IV) medication; insulin aspart, potassium and electrolytes. The patient experienced diabetic coma and was diagnosed with diabetic ketoacidosis. The patient came out of the coma on (B)(6) 2024 . After waking up, they provided food to the patient and the patient was still on IV. The patient was monitored for a couple of hours after regaining consciousness and was discharged on the evening on (B)(6) 2024 . The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.